Event description:
"During lap chole, doctor skeletonized and identified cystic duct. When attempting to place the clip around the cystic duct, the clip fell out of the jaws of the clip applier. Another clip was loaded and placed on duct with no issues. Three more clips were placed on. Again, as the doctor was closing the jaw, the clip fell off half way and the clip was not able to close correctly. Patient is fine. Clip fell off the jaws and into the patient. Doctor had to find the clip and retrieve it from inside the patient laparoscopically.

Manufacturer narrative:
In the absence of the incident device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result we are concluding our investigation and closing this incident file. This document serves as our initial and final report.